Event description:
Ligasure and hand piece locked when surgeon activated the device following its initial use. No problems were identified with the device during its initial use. Date of use: (B)(6) 2013. Reason for use: exploratory laparotomy, tah, bso, node sampling.